Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the duodenum for closure of a duodenal polyp resected during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, after the polyp resection, a clip was used to close the defect. Although the clip deployed correctly, it did not detach from the catheter as expected. The clip's position was not severely angled, and multiple attempts to release it failed. Eventually, the scope was pulled back into the stomach, and at that point, the clip successfully released. Upon rechecking the duodenum, the clip was still securely in place, and no further clips were needed. The procedure was completed with this device. There were no patient complications reported as a result of this event.